Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted a separation between the tubing and twist clamp. There was marking on the inside of the tubing where the female connector had previously been assembled. The reported condition was verified. The sample did not meet specification. The cause of the condition could not be determined. The connection between the female connector and the silicone tubing is a friction fit and not a solvent bond, therefore, a strong tug on the tubing could potentially cause a separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set completely separated from the silicone tubing. This was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury; however, prophylactic antibiotics was administered. No additional information is available.